Manufacturer narrative:
(B)(4). Maude report #: mw5096644. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient had "anorexia 4 scares on stomach." It was also reported that the patient had continue of adhesion on growth, morphine overdose or fentanyl patch. It was reported that depression took control of the patient's life and no relationship. It was reported that 12 tumors removed from patient's colon, constant pain. It was reported that patient had bowel obstruction, hysterectomy, 3 times had partial appendix removed. It was reported that patient had life continuation of adhesions growth, had constant urination, couldn't have children, and had suicidal thoughts. It was reported that the patient has been suicidal to this date 2020. It was reported that the patient was given a hernia mesh in pelvic area. It was reported that the patient has incision marks all over stomach. It was reported that the patient had over a total of 85 staples or more. It was reported that the patient can't walk at times. It was reported that patient has hernia mesh in pelvic area, and ongoing scar tissue.